Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's trial implant procedure was abandoned due to the pt's anxiety during the procedure. It was also reported the procedural needle was placed in the pt but the lead was never implanted.